Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008; inratio: 2.0; lab: 3.6; mean: 2.8; confident limits: 1.8-4.2. As per internal procedure tr# 0150 rev. 2, the inratio and lab values are within the confident limit. Patient's dosage of coumadin was increased and rushed to ER. Patient also repeated the test with inratio meters. The results are as follows: inratio: 2; lab: 1.4, average 1.7; stdev 0.42; %cv 24.96. As per internal procedure tr# 0150 rev. 2, if the %cv is greater than 20%, the criterion is not met. The product will be investigated. Also as per the internal procedure tr# 0150 rev.2 section 8.3.3, if the time elapsed exceeds three hours, there is high possibility that the discrepancies are due to change in the status of the pt.

Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008, inratio: 2.0, lab: 3.6. As the caller alleged discrepant results when the tests were repeated in the inratio meter. The results are as follows: date: same day; inratio: 2; lab: 1.4.